Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history indicated multiple loss of prime warnings with low force but showed no evidence of loss of cartridge detection. The pump performed the rewind and load steps appropriately. During the prime step, the pump had a grinding noise and the pump was unable to maintain prime. A force sensor calibration test was performed and found that the force sensor was out of calibration. The pump was opened and found a missing ball bearing in the pump drive assembly.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue and the insulin was dripping from the infusion set tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.